Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. A post procedure spot demonstrated inadequate positioning of the filter at the l1 level. Approximately one and half years post filter deployment, CT revealed the ivc filter with tines extending into the retro peritoneum and abdominal aorta. Approximately three years later, CT revealed chronic pe a few small peripheral pes as well. Approximately two years later, CT revealed ivc filter overlying the mid ivc and was tilted with hook directed right lateral. Approximately two months later, filter retrieval attempt was made. Multiple routine and advanced maneuvers including endovascular forceps dissection were unsuccessful in extracting the filter. There was some distortion of the limbs of the ivc filter following this procedure, with a few of them directed cephalad at this juncture. Subsequently, four days later, CT revealed interval angulation of the infra renal inferior vena cava filter with one prong now extending into or adjacent to the aortic wall. Approximately three months later, patient presented with chest pain. CT revealed persistent angulation of an infra renal ivc filter with prongs now extending into the aortic lumen and posterior aortic wall. Approximately two months later, patient presented with abdominal pain. The filter struts were seen extending medially into the aorta as well as laterally toward the duodenum. There is slight worsening of the position after recent attempt at endovascular retrieval. Approximately one month later, the filter was removed via an open abdominal procedure via a trans peritoneal approach. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc, material deformation, positioning issue and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple routine and advanced maneuvers including endovascular forceps dissection were unsuccessful in extracting the filter due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012), (device: 3009 & 2976).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded in the wall of ivc. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2012), . (B)(4)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. There was filter positioning issue and material deformation noted as well. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pe post implant. The current status of the patient is unknown.